Event description:
It was reported that that this pacemaker was exhibiting loss of capture (loc) on the atrial channel. Patient was not symptomatic, and no intervention will be done. No adverse patient effects were reported. Currently, this pacemaker remains in service.